Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an external neurostimulator for urge incontinence/urgency frequency. It was reported that trial patient felt their leads moved. Trial patient mentioned they were told this was not unusual andthey were feeling better and there was no pain. No further complications were reported.